Event description:
During a percutaneous transluminal coronary angioplasty (ptca), the basix inflation syringe stopped working on the second inflation. The first inflation of the balloon occurred without problems. Attempting to inflate the balloon a second time, the gauge would not record pressure and the needle was behind the stop pin. The procedure was completed without further complications and there was no reported harm or injury to the patient.